Event description:
While transferring a resident from the wheelchair using a viking m mobile lift with scale attached, the adaptor broke and dropped the resident back into the wheelchair. No injury was reported.

Manufacturer narrative:
Once parts have been returned to the manufacturer for analysis, a follow up report will be submitted.